Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 5 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: I would like to report that I had an issue with 5 16 g cannula that bled out of the injection port, and had to be replaced to avoid uncontrolled haemorrhage from it.

Event description:
It was reported that 5 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: I would like to report that I had an issue with 5 16 g cannula that bled out of the injection port, and had to be replaced to avoid uncontrolled haemorrhage from it.

Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.